Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributted to battery maintenance. Event logs confirmed that the device operated on battery power and was able to charge and discharge three times. However, multiple "defib charge timeout fail" messages occurred when charging did not reach the target energy within 25 seconds. The battery log review showed a state of charge (soc) of 31% with a voltage of 10.6 v, values that should correspond to an soc near 10%. This mismatch indicates that the battery was out of calibration explaining why no low battery advisory was issued during the event. No faults were identified during vibration testing or internal inspection. The battery was reconditioned and the device was recertified and returned to the customer.it's important to mention that spare batteries are recommended as backup's while in clinical use.analysis for reports of this type has not identified an increase in trend.